Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station struck on windows recovery blue screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the win operating system (os) updates caused the station to crash, and the station was unable to boot up. A field service engineer (fse) initially reimaged the station to version 1.11 but identified that the customer environment was on application version 1.8. The station was then reimaged with version 1.8.0, after which rss was configured, and the database was successfully synchronized. The system functioned as intended after the field service engineer troubleshot the device.